Event description:
It was reported when using the pyxis medstation es system, the tower cabinet encountered a failure. The customer reported that the issue arose when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door detents were defective. The field service engineer replaced the detents and conducted tests on the doors, confirming their proper functionality. The system functioned as intended after the field service engineer troubleshot the device.